Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the stent was damaged on the distal section of the stent with struts squashed. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage.a visual and tactile examination of the hypotube found kinks on several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 32mm x 3.0mm, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with this device. There were no patient complications reported and the patient status was stable. It was further reported that the device was removed from the patient and the procedure was completed with another of the same device and not completed with the complaint device as what previously reported.

Event description:
It was reported that stent damage occurred. The 32mm x 3.0mm, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with this device. There were no patient complications reported and the patient status was stable. It was further reported that the device was removed from the patient and the procedure was completed with another of the same device and not completed with the complaint device as what previously reported.

Event description:
It was reported that stent damage occurred. The 32mm x 3.0mm, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with this device. There were no patient complications reported and the patient status was stable.